Event description:
The customer reported that during a thoraco/lobectomy procedure, bleeding was noted an area that had been previously sealed. The procedure was converted from thoracoscopic to open procedure. The bleeding was controlled by suturing. Blood loss was 200cc's but no blood transfusion was required. No additional pt injury reported.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.